Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump had r wave alert and over temp alter and system shut down, during use. No harm or injury to the patient was reported.